Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse completed the test drive and could not reproduce while the head was out of the surgeon side console (ssc) and then recalibrated the gravity. The fse then completed the system test drive to correct the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the universal surgical manipulator (usm) began drifting when the surgeon removed his/her head from the surgeon side console (ssc) . The user noted that the drifting occurred on the ssc closest to the operating room entrance, but they were unsure which specific arm was affected. Both the master tool manipulators (mtms) and the robotic arm were reported to have drifted, and the arm was assigned to the ssc when the issue occurred. The procedure was completed using the system configuration as planned. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was identified during the procedure. Ports had already been placed before the issue was recognized, and the instrument was inside the patient when the reported event occurred.